Event description:
It was reported that a procedure was performed on an unknowndate, utilizing the reform pedicle screw system. During final tighten of a lock screw the tip of the t25, lock-screw torque driver, reform (39-rd-0060) broke. The broken piece was removed and the procedure completed successfully utilizing the second driver in the set. There was no patient injury or significant delay to the procedure.

Manufacturer narrative:
H3 device evaluation - the tip of the driver is fractured. The driver fracture is skewed relative to its longitudinal axis. This type of failure is indicative of combination loading (torsion and bending moments) but crack initiation from prior high combination loading can not be ruled out as the cause. Review of device history records found nineteen (B)(4) pieces of lot 13767ps released for distribution on 8/30/2017 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for the reported part number. No corrective actions are recommended at this time.

Manufacturer narrative:
B3 date of event - unknown. D4 lot number - unknown. D4 primary unique device identifier number - full UDI number not available without lot identification. D9 is device available for evaluation - although information provided indicates the device would be returned, to date it has not been received. H4 device manufacturing date - unknown without lot identification. H3 device evaluation - device has not been returned. Device history records and lot specific complaint history were not possible without lot identification. Two-year complaint history review did not reveal a trend for reports of this nature for the reported part number. No conclusions can be drawn at this time. Should the product be returned, a follow-up report will be filed following investigation.

Event description:
It was reported that a procedure was performed on an unknown date, utilizing the reform pedicle screw system. During final tighten of a lock screw the tip of the t25, lock-screw torque driver, reform (39-rd-0060) broke. The broken piece was removed and the procedure completed successfully utilizing the second driver in the set. There was no patient injury or significant delay to the procedure.